Event description:
It was reported by a surgeon who performs single incision implants, that she has obtained high lead impedance readings during follow up visits for her pt. Good faith attempts to obtain info on the pt involved, product info, a copy of x-rays, exact diagnostics, etc, have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.